Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 4 june 2024, it was reported that the patient faced a blockage which led to occlusion alarm and had high blood glucose level of 296mg/dl. Later on the caller confirmed to disconnect tubing from site. No further information available.